Event description:
Related manufacturer reference number: 2017865-2022-15717. It was reported that the patient¿s right atrial (ra) lead and right ventricular (rv) lead exhibited noise leading to oversensing. The ra and rv lead were explanted. The rv lead was replaced but no replacement lead was used for the ra lead. The patient was stable throughout the procedure.